Manufacturer narrative:
The device has not ben returned to the MFR at this time for eval. A lot history review (lhr) of resf0150 showed no other similar product complaint(s) from this lot number.

Event description:
(B)(4).